Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had an abdominal wound infection. The patient showed signs of superficial infection at their post operation wound review on (B)(6) 2016. Blood was taken to be tested and the patient's crp was slightly raised at 8. The patient's white blood cell count was normal. Interventions included administering 500 mg flucloxacillin qds on (B)(6) 2016. The patient still showed signs of infection on (B)(6) 2016 so antibiotics were continued and steristrips were applied over the wound site to aid healing. The wound looked better on (B)(6) 2016, but a further two weeks of flucloxacillin qds was prescribed. Review of the wound on (B)(6) 2016 found the wound was healing well so antibiotics were stopped. On (B)(6) 2016, there were no signs of infection and the wound had healed. The event resulted in an unscheduled clinic or office visit. The event was resolved without sequelae on (B)(6) 2016. The etiology was not related to the device or therapy and related to the implant procedure.